Event description:
The ge oec 9800 fluoroscopy system displayed collimator cal required error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the collimator then assessed the connectors and found issue with them. They were adjusted and allowed collimator to function correctly. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.